Event description:
It was reported that 2 as lvp 20d dehp 2ss cv sets' tubing detached while hanging the primary bag. The following information was provided by the initial reporter: "hanging primary from a brand new spiked back and the chamber and tubing became detached. Product is still in infusion department. This is the 2nd occurrence of faulty tubing in infusion."

Manufacturer narrative:
H.6. Investigation: the customer reported in further discussions with bd that there was a slow leak at the back check valve, and returned two samples along with 3 pictures. The first sample was the provided material number, 2420-0500, and the second was an extension set of unknown material number. The customer was called about the second set, and did not appear to know there were two. The secondary set is assumed to have been used with the sample in question: 2420-0500, and to be a concomitant, not be a primary suspect. Despite this, both sets were still investigated for failures, and none were found on the extension set. The pictures are of the labels, which with the returned label verifies the material and lot #s. The picture of leakage in the bag does not verify the failure. The complaint was verified upon further testing and finding the back check valve leak. The sample was sent to supplier for further investigation, and they found the root cause to be a weld fracture. The weld fracture is an isolated incident that occurs after the part has been assembled. There was evidence of damage on one side of the back check valve, and no particulate was found within, verifying the root cause. A device history record review for model 2420-0500 lot number 20123001 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20123001 regarding item #2420-0500.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv sets' tubing detached while hanging the primary bag. The following information was provided by the initial reporter: "hanging primary from a brand new spiked back and the chamber and tubing became detached. Product is still in infusion department. This is the 2nd occurrence of faulty tubing in infusion."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-01. H6: investigation summary the customer reported the tubing became detached from chamber on two occasions, and returned two samples. The first sample was the provided material number, 2420-0500, and the second was an extension set of unknown material number. The customer was called about the second set, and did not appear to know there were two. The secondary set is assumed to have been used with the sample in question: 2420-0500, and to not be a primary suspect. Despite this, both sets were still investigated for failures, and none were found. The complaint was not verified. A device history record review for model 2420-0500 lot number 20123001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without an observed failure.

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv sets' tubing detached while hanging the primary bag. The following information was provided by the initial reporter: "hanging primary from a brand new spiked back and the chamber and tubing became detached. Product is still in infusion department. This is the 2nd occurrence of faulty tubing in infusion."